Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to communication failure because water invasion from connector part occurred, and cable was broken. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.

Event description:
The device malfunction occurred before an unknown procedure. A replacement device was utilized to complete the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was confirmed due to a defective cable. The device evaluation found no other abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had no image and cable was defective. There were no reports of patient harm.